Event description:
It was reported that during a surgical procedure at the user facility that the bur would fall out during use. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Evaluation conclusion: the device has been discarded by the manufacturer.

Event description:
It was reported that during a surgical procedure at the user facility that the bur would fall out during use. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.